Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The device was successfully interrogated with a clinical programmer. An analysis of the implants memory content as well as visual inspection revealed no anomalies. The communication was stable at a distance of 5 cm from the programmer head. The root cause for these problems could not be determined conclusively. In summary, the device could be interrogated with a clinical programmer without any issues. The root cause of the reported interrogation problems could not be determined. It cannot be excluded that external influences, e.g. Electromagnetic fields, or the implants position contributed to the clinical observation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device unable to be interrogated/programmed post-implant despite multiple troubleshooting steps. Pre-implant interrogation was successful. Device explanted and patient successfully reimplanted with another biomonitor IV. Later discovered undetected emi source as causative factor. No adverse patient events were reported. Should additional information become available, this file will be updated.